Event description:
I received breast implants in 2009 and began experiencing fatigue, depression, anxiety, migraines, nausea, heart palpitations and chest pain shortly after. I went to the doctor many times and paid for lab work, tests and pharmaceutical drugs. I went to a naturopath and purchased countless supplements. I paid for years of therapy due to anxiety and depression. Nothing helped me. I thought I had ms, chronic fatigue or some other auto immune disease. I visited the ER more than once and the urgent care dozens of times for migraines and chronic infections. FDA safety report ID # (B)(4).